Manufacturer narrative:
Device was used for treatment, not diagnosis. Age at time of event: reported as mid 50's. Additional device product code: hwc. (B)(4). Device was not explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2016, while performing a prophylactic femoral nail procedure, to treat a lesion on the bone to prevent the bone from breaking, the internal locking mechanism for the nail would not fully seat with helical blade. The locking mechanism was fully disengaged prior to insertion of the blade. The blade inserter was lined up properly, the blade was fully inserted, and there were no visible defects to the blade. The surgeon turned the mechanism inside the nail using the flexible 5mm screwdriver and then tried the solid 5mm hex screwdriver, but could not get the locking mechanism to fully seat properly; it would bind up. Both drivers were used in a previous case and functioned as intended. Surgeon left the nail implanted without the locking mechanism fully seated. There was no reported surgical delay and no harm to the patient. Patient was reported as stable postoperatively. The procedure was completed successfully. Concomitant devices reported: 11.0mm titanium (ti) helical blade (part # 456.303, lot # unknown, quantity 1); flexible 5mm screwdriver (part # unknown, lot # unknown, quantity 1); solid 5mm hex screwdriver (part # unknown, lot # unknown, quantity 1); helical blade inserter (part # 357.372, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).